Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore no technical investigation on the subject could be performed. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The inner diameter of the used nipro guideplus extension catheter does not meet the requirements specified in the orsiro IFU. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all inprocess and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations no manufacturing related root cause could be determined. The inner diameter of the used nipro guideplus extension catheter does not meet the requirements specified in the orsiro IFU. The final root cause is therefore most likely related to the extension catheter which was used in the intervention.

Event description:
An orsiro drug-eluting stent system was chosen for treatment of severe calcified lesion (90 percent stenosis degree) in tortuous lad. The device got caught at the used guideplus extension catheter and did not pass. After removal it was detected that the stent was deformed at the distal end.